Event description:
The customer alleges issues with the reproducibility of patient sample dilutions on one of the architect i2000sr analyzers in their lab. The customer gave one example of an initial result of >15000 miu/ml that when automatically diluted by the analyzer gave a result of <7000 miu/ml. Retesting this sample on another i2000sr analyzer generated expected results. The abbott customer technical advocate suggested a number of troubleshooting procedures to try. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
Architect total b-hcg assay list#: 7k78 lot#: unk. An investigation was performed in response to the customer complaint of erratic b-hcg results being generated on an architect i2000sr analyzer. The analysis of the issue consisted of a review of customer complaints, current architect labeling, and the information provided including the complaint text. The replacement of the reagent pipettor resolved the issue. No additional erratic result occurrences by the architect i2000sr analyzer have been reported since the reagent pipettor was replaced. The architect operations manual provides multiple probable causes of the customer's observations, which include probe tip is bent or damaged; the operations manual contains adequate information and corrective actions to assist the customer with resolving erratic results. This is a final report.